Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis revealed that the lead had high impedance, oversensing, and non-physiologic oversensing. There was one patient alert for rv (right ventricular) pace lead z> 3000 ohms on (B)(6) 2013. The weekly pace lead trend data shows an increase for min and max v (ventricular) pace equaling 376 to 16382 ohms peak between (B)(6) 2013. There were twenty-four ventricular nst (non-sustained) less than or equal to 210 ms between (B)(6) 2013. There were seven vf (ventricular fibrillation) less than or equal to 210 ms average v-cycle between (B)(6) 2007 and (B)(6) 2010. And the ventricular short interval count showed v-sic equaling 2444 counts, in 29.87 days between (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead was suspect of fracture as there was high impedance, no capture at maximum output, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.